Event description:
It was reported that on (B)(6) 2013, the physician performed an uneventful myosure procedure for uterine tissue removal. After the procedure, the physician performed a hysteroscopy and saw a few pieces of metal shavings in the uterine cavity. "The physician did not attempt to remove these metal shavings, the patient released on day of procedure." No intervention was required.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the product identification numbers were not provided by the complainant. (B)(4).